Event description:
Additional information was provided by the healthcare provider; the patient is a petite (B)(6) female who presented with severe aortic stenosis and a small aortic root a year and a half ago, when she received a 19 mm bovine magna valve (subject device). She did well for approximately a year and a half and then has developed recurrent congestive heart failure with pulmonary hypertension , mean aortic valve gradient has rose from the low 20s to the mid to high 50s by echo . She also has mild to moderate coronary artery disease with ostial stenosis of the right coronary artery. The patient underwent a redo aortic valve replacement; on inspection of the subject 19 mm bovine valve, the leaflets of the valve actually were not thickened. They were not stenosed. The struts of the valve at the left and right coronary cusps were severely scarred with incorporation of the dacron strut into the aortic wall with thick scar tissue. This appeared to make a very tortuous valve and elongated the left coronary cusp so that it was nonfunctional. The valve was replaced with a mechanical prosthesis after an aortic root enlargement with no reported complications.

Event description:
Edwards received information that this valve was explanted due to a high gradient. Implant duration is unknown. No other details provided at this time. Device is being returned for evaluation.

Manufacturer narrative:
Evaluation summary: the explanted device was received and evaluated; moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was minimal at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 5mm, leaflets 2 and 3 at commissure 3 by approx 3mm and leaflets 1 and 3 at commissure 1 by approx 3mm, all on the inflow aspect. The x-ray demonstrated no visible calcification. Edwards gross analysis of the explanted device confirms host tissue overgrowth (pannus formation) as the primary cause leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, it is likely that the patient's medical condition and disease stage may have contributed to this event. There is no information to suggest a device quality deficiency related to this event, edwards will continue to review and monitor all events.

Manufacturer narrative:
(B)(4). It was reported that this valve was explanted due to high gradients. The device and additional information have been requested and is expected. A supplemental MDR will be submitted upon receipt of this information.